Event description:
Additional information received on 1/25/2024: the issue with the instruments was discovered during inspection prior to the case starting. Back up sets were used to complete the case.

Manufacturer narrative:
Additional info: b5. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803. Correction: h1: malfunction to n/a.

Event description:
On 10/24/2023, it was reported by a sales representative via sems-06066436 that all the following reamers kept binding up and bent. This was discovered during an unspecified procedure, with no reported adverse effects on the patient. (Qty. 2) ar-9597-10 / angled reamer sleeve, 10° / batch: 37621943 . (Qty. 1) ar-9597-20 angled reamer sleeve, 20° / batch: 37621942 . (Qty. 1) ar-9597-20 / angled reamer sleeve, 20° / batch: 37622131. (Qty. 1) ar-9676 / angled reamer, drive shaft / batch: 022004 . (Qty. 1) ar-9676 / angled reamer, drive shaft / batch: 022028 . (Qty. 1) ar-9297-15 / avl angled reamer sleeve assembly, 15 / batch: 052043. (Qty. 1) ar-9297-25 / avl angled reamer sleeve assembly, 25 / batch: 052043.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.